Manufacturer narrative:
The device was evaluated by ventec where the reported issue of displaying a patient circuit disconnect alarm was confirmed. Ventec opened the device and also confirmed that there was significant contamination throughout the unit, contaminating multiple components, tubs and couplers along its low-pressure pathway. Ventec replaced the internal flow transducer (ift) to resolve the reported patient circuit disconnect issue. In addition, ventec also replaced multiple other parts that were contaminated. Proper device operation was then confirmed through functional and performance testing. The vocsn clinical and technical manual (lbl-00001-001, p. 38) states: "note: if a passive ventec one-circuit is used, ventec life systems recommends connecting a filter between the distal end of the circuit and the nebulizer tee to ensure nebulized material does not collect in the passive valve and obstruct airflow." Based on the information available, ventec determined that it's reasonable to conclude that cause of the reported issue was user error, due to not following the manufacturer recommendations for nebulizer use with a passive circuit (to keep secretions from contacting the passive exhalation valve). It has been observed from previous complaint(s) that when using the nebulizer with a passive circuit and no filter, that the nebulizer medications may accumulate on the valve and affect device performance, resulting in a check patient circuit alarm or patient circuit disconnect alarm.

Event description:
It was reported that the device needed service. The reporter, a respiratory therapist, advised that there was a foreign residue that looked like cottage cheese on and around the devices internal filter. There had been patient use associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. No further information about the patient or the event was provided. During the device's evaluation, ventec observed that it was displaying a patient circuit disconnect alarm.